Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
It is alleged that a fire occurred in a garage where a pride scooter was present.

Manufacturer narrative:
The matter was investigated with the retention of experts at rimkus engineering. An inspection was held on (B)(6) 2023. A lab examination took place (B)(6) 2023. There were no findings that the scooter was the cause.

Event description:
It is alleged that a fire occurred in a garage where a pride scooter was present.